Manufacturer narrative:
H6: code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On an unknown date, follow-up with the patient determined the distal portion of the contralateral leg component (plc201400/unk) on the right side had migrated proximally up into the aneurysm sac, resulting in a distal type I endoleak and aneurysm enlargement (amount unknown). On (B)(6) 2020, the patient underwent re-intervention and the right internal iliac artery was embolized with vascular plugs. Three contralateral leg components were implanted to reline the initial contralateral leg component with coverage extending to the right external iliac artery. The endoleak was resolved. The patient tolerated the procedure.

Manufacturer narrative:
H6: code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.